Event description:
This case is cross referred with the cases (B)(4) (cluster). This unsolicited case from united states was received on 12-dec-2017 from an other non-health care professional. This case concerns a (B)(6) year old female patient who received treatment with synvisc one injection and after unknown latency had not been feeling well, both knees swollen/swelling, pain in affected knee and possible fluid aspiration. Also device malfunction was identified for the reported lot number. No concomitant medication and concurrent condition was provided. Patient had diabetes. Patient had a previous synvisc-one injection on (B)(6) 2017 with no issues and a 3 series orthovisc with the 3rd injection on (B)(6) 2015. On (b(6) 2017, patient received treatment with intraarticular synvisc one injection, at a dose of 6 ml, once (batch/lot number: 7rsl021 and expiration date: not provided) in both knees for osteoarthritis. On an unknown date in (B)(6) 2017, after unknown latency, patient was not feeling well since injections in her knees and they were both swollen and had knee effusion. As per the patient's caregiver they have been icing the knees but had not elevated them. Patient was seen on (B)(6) 2017 and had swelling and pain in the affected knee (onset date: (B)(6) 2017) but no fevers or redness consistent with systemic reaction. The patient was scheduled to come on (B)(6) 2017 for possible fluid aspiration. Corrective treatment: icing for both knees swollen/swelling and not reported for other events. Outcome: unknown for all events. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Seriousness criteria: important medical event for device malfunction. Pharmacovigilance comment: sanofi company comment dated 19-dec-2017: this case concerns a patient who has received synvisc one injection from the recalled lot and later had swelling of knees, knee pain, knee effusion and was not feeling well. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.

Event description:
This case is cross referred with the cases (B)(4) (cluster). This unsolicited case from united states was received on 12-dec-2017 from other non-health care professional. This case concerns a (B)(6) years old female patient who received treatment with synvisc one injection and on the same day both knees swollen/swelling, pain in affected knee/ achiness, had stiffness and significant discomfort; after an unknown latency possible fluid aspiration, had not been feeling well. Also device malfunction was identified for the reported lot number. No concomitant medication and concurrent condition was provided. Patient had diabetes. Patient had a previous synvisc-one injection on (B)(6) 2017 with no issues and a 3 series orthovisc with the 3rd injection on (B)(6) 2015. Patient had a history of arthritis, anemia, hypertension, hyperlipidemia, renal insufficiency, bleeding disorder, memory loss, anxiety, depression, fractures, sebaceous cyst, sleep related hypoventilation, gait imbalance, barrett's esophagus, eczema and leg edema. Patient was allergic to penicillin. Concomitant medications included: diclofenac potassium (voltaren), capsaicin, amitriptyline hydrochloride, aripiprazole (abilify), duloxetine hydrochloride (cymbalta), metoprolol succinate (toprol), atorvastatin calcium (lipitor), omeprazole, salbutamol sulfate (proair), loratadine (alavert), lisinopril, macrogol (miralax), insulin glargine (lantus) on (B)(6) 2017, patient received treatment with intra- articular synvisc one injection, at a dose of 6 ml, once (batch/lot number: 7rsl021 and expiration date: not provided) in both knees for osteoarthritis. On the same day they were both swollen, had achiness, patient had significant discomfort and stiffness. On an unknown date in (B)(6) 2017, after unknown latency, patient was not feeling well since injections in her knees and had knee effusion. As per the patient's caregiver they have been icing the knees but had not elevated them. Patient was seen on (B)(6) 2017 and had swelling and pain in the affected knee (onset date: (B)(6) 2017) but no fevers or redness consistent with systemic reaction. The patient was scheduled to come on (B)(6) 2017 for possible fluid aspiration. Corrective treatment: icing for both knees swollen/swelling and not reported for other events outcome: unknown for all events a pharmaceutical technical complaint (ptc) was initiated with global ptc number (B)(4) an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Seriousness criteria: important medical event for device malfunction. Follow up information was received on 23-jan-2018. Global ptc number was added. Text was amended accordingly. Additional information was received on 29-jan-2018 from the patient. Event of pain in affected knee was updated to pain in affected knee/ achiness. Events of stiffness and significant discomfort were added. Medical history and concomitant medication was added. Clinical course was updated and text amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 29-jan-2018: the new follow up information received doesn't change the prior medical assessment of this case. This case concerns a patient who has received synvisc one injection from the recalled lot and later had swelling of knees, knee pain, knee effusion and was not feeling well. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.